Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 390 mg/dl while wearing the pod between 24 and 36 hours. The pod failed to adhere near the cannula resulting in the cannula becoming dislodged from the infusion site, (hip/buttocks). In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod and administered an insulin corrections.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The fluid path and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the dislodging could not be determined. The exposed portion of the soft cannula was observed to be bent. During investigation, the bend did not prevent the fluid from flowing through the fluid path and leaving it via the distal tip of the soft cannula. No signs of leakage were observed. The downloaded data did not show any timeouts or drive stalls during the pod's run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. The adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined.